Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the unit shuts down randomly and doesn't turn back on. Customer has to reseat battery to fix issue. Confirmed with contact that the issue started when they first received the unit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of it shuts down randomly and doesn't turn back on. Customer has to reseat battery to fix issue. Confirmed with contact that the issue started when they first received the unit was confirmed. The unit went to sleep mode randomly (there is no automatic sleep mode for the sr9). The unit went to sleep mode randomly due to a software error.

Event description:
It was reported the unit shuts down randomly and doesn't turn back on. Customer has to reseat battery to fix issue. Confirmed with contact that the issue started when they first received the unit. No other information was provided.